Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a patient via a manufacturer representative (rep), who was receiving morphine sulfate (1 mg/ml at a dose of 0.24 mg/day) via an implantable pump for spinal pain. On an unknown date during a refill, the hcp could not find the "hole" or pump reservoir refill septum to put the medicine in. The patient was "stabbed" 30 times, then was sent over to a hcps office. A live x-ray was performed and the patient was sent right back to get their pump filled, but they still could not find the septum. The pump then moved that night (reported as (B)(6) 2014) when the patient went to bed and the pump went "underneath rib." The pump and catheter were subsequently removed. The patient reported the pump was explanted approximately one month after the pump was implanted. There were no reported patient symptoms. Additional information has been requested regarding concomitant medication, medical history, onset date of event, troubleshooting performed and suspected cause but it was not available at the time of this report.